Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The cause of the reported issue is most likely the strong voltage peaks that may occur at the output transformer of the generator board, which can destroy the transformer. There is a chain of protection diodes (tvs diodes) on the relay board before the relay contacts, which are to suppress these voltage peaks. They can be configured for three different voltage ranges. The possible causes for the occurrence of the error message e433 are: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user operates the foot switch during the start-up of the device (temporary error caused by the user's action). 3. Defective footswitch due to short-circuit in the footswitch plug (temporary error). 4. Defective footswitch due to defective reed contact (temporary fault). 5. Defective cable connection between hvps board and generator board (temporary or permanent fault). 6. Defective cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7. Defective transformer tr1 on the generator board (permanent fault). 8. Defective current converter on the generator board (permanent fault). 9. Defective impedance converter on the generator board (permanent error). 10. Defective peak rectifier on the generator board (permanent error). 11. Missing driver signal for the output stage of the generator board (permanent error). 12. Output voltage too low due to poorly switching hf output stage on the generator board (permanent error). 13. No or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short-circuit of the mos transistors (permanent error). In such cases, popping noises or sparks can sometimes be observed or noticed by the user. This could be caused by a defective transformer tr5 on the motherboard, which incorrectly switches the hvps to 110-volt operation with a mains voltage of 230 15. Defective hvps board due to thermally damaged inductor l3. 16. Defective motherboard due to short-circuit of resistor ntc1 (permanent error). 17. Defective motherboard due to defective adc (permanent error). 18. Defective tvs diodes on the relay board (permanent error). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the electrosurgical generator experienced an e433 temporary failure error. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.